Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 100% stenosed lesion being treated was located in the non-calcified, mildly tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm non-bsc balloon. The physician attempted to implant the 3.50x16mm taxus liberte drug eluting stent, the shaft broke and the physician pulled it out. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 67.5cm distal from the strain relief. The break was kinked at the point of separation. Microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.